Event description:
It was reported that the farawave catheter presented non-irrigation anomaly. The catheter was replaced and the second farawave catheter which had an anomaly with the handle. Due to which it was difficult to slide from flower to basket configuration. The procedure was completed using different device. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficult to irrigate. Visual inspection found no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. During product analysis, the device passed all test performed, showing no evidence of the reported allegation. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave catheter presented non-irrigation anomaly. The catheter was replaced and the second farawave catheter which had an anomaly with the handle. Due to which it was difficult to slide from flower to basket configuration. The procedure was completed using different device. No patient complications occurred. The product is expected to return for analysis.